Manufacturer narrative:
A return product investigation was not performed as the cycler was not replaced in the complaint for the reported symptoms. Field service investigation is not performed on cyclers. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification. Clinical review of the medical records did not reveal any documentation supporting a possible association between the fresenius dialysis products and the event of peritonitis. However, there is a probable association between the breach in technique during set up, constipation and peritonitis.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis (pd) patient called technical services due to abdominal pain. On follow-up the patient's nurse confirmed the patient was admitted to the hospital for peritonitis and discharged on (B)(6) 2016. He has been able to continue with his peritoneal dialysis therapy at home. The following is from medical records provided by the patient's treatment facility. The patient presented to the emergency department with a two to three day history of lower, diffuse abdominal pain that he thought was due to constipation. He took lactulose with success, however his abdominal pain continued. He was not able to do any treatment for two days due to the pain. His effluent was noted to be cloudy and he was treated empirically with vancomycin and levaquin and then cefepime. The patient stated that during a previous set up his grandson came in the room and was coughing and also had been constipated, either of which could have caused his peritonitis. The patient was scheduled for retraining for aseptic technique during set up.